Event description:
It was reported that the circulation pump and mixing pump had failed on the arctic sun device. The customer would like to send the device to the depot for repair. Per follow-up information received on (B)(6) 2022 , no patient was involved. A quote had been sent to biomed and would decide if the device had to be sent in for repairs. Per sample evaluation results received on (B)(6) 2022 , it was noted that the tank seal was torn during the removal of pumps. It was also noted that double bend tubes and chiller evaporator tank outlet tubes were expanded.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the circulation pump and mixing pump had failed on the arctic sun device. The customer would like to send the device to the depot for repair. Per follow-up information received on 18-feb-2022, no patient was involved. A quote had been sent to biomed and would decide if the device had to be sent in for repairs. Per sample evaluation results received on 26-jul-2022, it was noted that the tank seal was torn during the removal of pumps. It was also noted that double bend tubes and chiller evaporator tank outlet tubes were expanded.